Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump was alarming for loss of prime and the patient awoke with blood glucose (bg) of 450 mg/dl and had nausea, vomiting and ketones. The reporter noted that when they went to prime the pump they discovered that there was no cartridge in the cartridge compartment and there were several cracks in the cartridge compartment. The reporter confirmed that the cartridge cap was able to attach securely to the pump. The patient was reportedly taken to the emergency room (ER), and the patient's bg upon arrival at the hospital was reportedly 487 mg/dl. The patient reportedly was hospitalized. It was indicated that the patient was placed on an insulin drip for treatment in the ER, but was then taken off the drip after being admitted to the hospital and was placed on injections. Troubleshooting indicated no pump malfunction related to the reported bg excursion. User error was determined as a cause or contributor to reported bg event as the patient was using a damaged pump with missing components. The issue is generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.